Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility contact reported to fresenius (B)(4) that a 2008k2 machine experienced an issue due to unspecified components being burned. Event occurred prior to the start of treatment with no patient being connected to the machine. There was no indication of patient harm or adverse event. A fresenius (B)(4) technician serviced the reported machine. Additional machine information was requested, but was not provided.

Manufacturer narrative:
Additional information: it was confirmed that a service technician replaced a 6.3 amp fuse to resolve the issue and return the machine to service.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.